Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the flipped ins was not known and no intervention has been taken place yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient came in to see the hcp and reported pain in the pocket. Patient reported the pain began over a month ago. The hcp ordered an x-ray and it was completed today. The battery appears to have flipped on its side. No interventions were taken. No surgical intervention was planned. No further symptoms or complications reported